Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the rate histograms had an invalid data after electromagnetic interference exposure form the patient receiving radiation. The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.